Event description:
It was reported that the right ventricular (rv) lead exhibited an incremental increase in short interval counts (sic) resulting from a possible lead fracture. The rv lead was capped and replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 507652 lead implanted: (B)(6) 2008. (B)(4).